Manufacturer narrative:
B5 executive summary - updated d9 product available to stryker - updated d9 returned to manufacturer on - added c2 / d10 - concomitant product grid - added e1 initial reporter facility - added e1 initial reporter phone - added h2 if follow-up type - added h3 device evaluated by mfg - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed state. The stent delivery wire (sdw) and introducer sheath were not returned. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the distal (open cell) end. The functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent failed/unable to open' could not be replicated as the stent was returned in a deployed state, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was not tortuous. It was reported that 'distal end of stent wouldn't open. All markers were pinched together meaning the stent was pinched shut and not open'. The stent was the only part of the stent system which was returned for analysis, and it was returned in a deployed condition. There was deformation noted towards the distal (open cell) end of the stent. All 3 marker bands were present on both ends of the stent. The introducer sheath and the stent delivery wire (sdw) were both not returned for analysis. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (due to distal movement). The user will then experience resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent. This is one possible explanation to explain the analysis findings. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the as reported 'stent failed/unable to open' and as analysed ¿stent deformed¿ codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the distal end of the stent (subject device) would not open, and all the markers were pinched together. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the distal end of the stent would not open, and all the markers were pinched together. No additional information available.